Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and that customer did not receive field correction notice related to pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received assistance with resetting pump including confirmation that malfunction did not recur, was advised that pump could continue to be used, and was instructed to call back if malfunction returned.